Event description:
At approx 1410, an endo tech noted that the sonic washer in surgical services dept had some flames coming from it. No equipment was in the washer at the time and it was not running. It was plugged in. Fire was put out using the nearest fire extinguisher. Fire chief presented to facility; noted fire panel operating properly.